Event description:
Problem: during the rn dressing change on the patient, the ventilator made a loud "pop" sound and stopped working. The nurse immediately started bagging the pt with 100% o2 while respiratory was called into the room to evaluate the ventilator. The ventilator was replaced with a different ventilator and pt checked out. The vent in question was removed and bagged and sent down to bioengineering for testing. Follow up reveals: biomed determined that the power supply had failed. This was confirmed by the manufacturer. The manufacturer has the failed power supply.